Manufacturer narrative:
Physician reported that the patient did not have any complications. Although there was no patient injury there is a risk that one could occur. This was an off-label use case. The axios is not indicated for gallbladder use. The physician was notified in writing that xlumena does not promote nor support the use of its products for uses outside of the legal and cleared indications. We consequently cannot guarantee the performance or safety of our products when they are used for applications that have not been legally cleared and reviewed for commercialization. In sum, we can make no claims regarding the use of the axios stent and delivery system for gallbladder applications and, as indicated earlier, cannot support its use for these purposes.

Event description:
The first flange of the axios stent was deployed without incident. The physician chose to use endoscopic ultrasound imaging to deploy the second flange since the endoscope was in an unstable position to attempt to pull back and use an endoscopic view. He opened the catheter lock and snugged the first flange to the gallbladder wall, pulling it to the transducer. He then deployed the second flange inside the endoscope working channel and pushed the second flange out using the catheter. Upon regaining the endoscopic view, it was impossible to see the second flange. Endoscopic ultrasound confirmed that it was below the margin of the duodenum. Bile flow was seen, contrast injected without evidence of leakage. On a follow-up email the physician stated that "patient had some pain after the procedure which is expected...likely some bile peritonitis doing better. The procedure was 20 minutes longer associated with the insertion of the wallflex stent. There was no report of device malfunction.